Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was 8.0 mmol/l. Customer¿s current blood glucose is 11 mmol/l. Customer reported that insulin pump died about half ago and she didn¿t have access to a battery until 10 minutes ago. Customer reported that display is blank. Customer reported that the display was not blank less than 30 seconds. Customer reported that insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was found the metal piece was missing when they compared the battery cap to the backup pump. The insulin pump will not be returned for analysis.